Event description:
The facility reported an infusion pump with a failure code 810:04. The event was reported to have occurred during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Though requested, no additional info was provided regarding pt's demographics, medication involved, or device programming. No additional contact info was available.

Manufacturer narrative:
The pump has not been received by the MFR. A follow up report will be filed upon completion of the eval, or if additional info becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue.